Event description:
Mitek received a 3500 from the FDA that was authored by the user facility. The narrative in the 3500 states that during a "brow lift and upper lid blepharoplasty" with the use of a mitek tacit anchor for fixation, the anchor would not, for whatever reason, stay in the bone hole. Per a follow-up phone conversation with the facility's risk manager: she stated that there was no patient harm; however the procedure was extended for more than 30 minutes because of this problem. The surgeon used some other system or mechanism to complete the procedure successfully without further issue or harm to the patient. The complaint device was discarded; the facility cannot supply the lot identification for the device. It is because of the minutes is a report being filed to document the event.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.